Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Vf alert arrived via home monitoring and 8 shocks were recorded. In-office follow up was organized in the same day and the ICD therapy was turned off. Lead extraction was recommended, but not carried out due to the patients wishes. ICD therapy remains off.